Event description:
It was reported that an infusor had its reservoir rupture after filling. The device was filled with an unknown chemotherapy product. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). As the lot number is unknown, no batch review can be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.